Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and symmastia.

Event description:
Patient reported left side ¿painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl¿, ¿seromas¿, ¿physical pain¿, ¿scarring and disfigurement¿, ¿bilateral breast pain¿, ¿breast pain¿, ¿hot and cold sensations¿, ¿rashes or itching¿, ¿stiffness and numbness in right arm¿, ¿asymmetry¿ and ¿suffered aggravation of underlying conditions including emotional distress, ptsd, and anxiety, as well as loss of quality of life, panic disorder and depression¿. Device has been explanted.